Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. During the manufacturing process, regular inspections and tests are performed to ensure product is within specifications. DHR: n/a - no lot number. Based on information provided (no lot/no sample/no picture), the root cause cannot be identified.

Event description:
It was reported that the bd phaseal injector luer lock n35 injections were leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 injections were leaking. There was no report of exposure, injury, or medical intervention.